Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that prior to a procedure, the doctor noticed when inspecting the product that some parts of the coating of the wire guide where removed and damaged. It was further reported that the doctor hurt herself when touching the wire. The product was not used in the procedure.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, manufacturing review, quality control, and trends for the returned device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. There was one other reported complaint for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.